Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. Corrected sections: h6--medical device ¿ problem code corrected from "3190" to "2900".

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, hemopro2 adaptor became stuck to the extension cable and could not be disconnected. A new device was used to perform the procedure. There was no patient involvement as patient was not in the or. Related to tw (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d4 - lot, d9, g3, g6, h2, h3, h4, h6, h11. Corrected section: d4 - UDI #. The device was returned to the factory for evaluation on 10/10/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The adaptor was returned attached the cable for related complaint onetrack 1145544. The adaptor was able to be attached to the reference power supply with no physical or visual difficulties observed. The adaptor was not able to detached from the returned cable for onetrack (B)(6). No other visual defects were observed. Based on the returned condition of the devices as well as the evaluation results, the reported failure "connection issue" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
E1 event site name (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported insufficient information regarding hemopro2 adaptor. A new device was used to perform the procedure. There was no patient involvement as patient was not in the or.